Event description:
According to the reporter, prior to the procedure, the balloon physically broke when 25cc of air was inserted to blunt trocar with syringe. There is no patient involved in this event. The device is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the obturator, locking collar, trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; due to a cut the balloon could not be inflated. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.